Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2011 to report that patient was complaining of a painful sensor session on the first day of sensor wear. Upon removal of sensor, patient's mother found sensor wire to be shorter than expected. On the patient's skin, a bump, slightly sensitive to the touch, was present. During her call to dexcom technical support patient's mother reports that patient was feeling fine and was not complaining of any pain.

Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.